Manufacturer narrative:
The pump was returned to mmdg. Evaluation has not been completed at this time.

Event description:
Mmdg received a report that a pump over delivered. The initial reporter indicated that the pump dose had been set to 170 ml, but the total delivery was 324 ml. No injury to the patient was reported. Mmdg also spoke with the patients facility. The initial reporter was unwilling to provide any additional information. (B)(4).

Manufacturer narrative:
This pump was returned to (B)(4) for evaluation of this complaint. During the investigation volumetric accuracy testing was performed. The pump was found to over infuse, but it over infused by between five and ten percent. (B)(4) considers these values to be non-reportable.

Event description:
The initial reporter stated that the pump over delivered in the original report. This follow up is being filed to provide the investigation findings. (B)(4).